Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the operation channel leakage, and the operation channel accessory defect; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brush is stuck in the operation channel, channel leaky. Ccd water damage. This event occurred at the time of reprocess. There was no report of patient harm.